Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that all of the pump settings were erased after rebooting the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during the investigation, a review of the black box and the alarm history showed no activity outside of normal use. The total daily dosages add up and reflect the programmed basal rate target. The pump¿s ¿ez-prime¿ steps were performed correctly, with no errors occurring during the investigation. The battery was removed and then reinserted to simulate a reboot. The pump powered up correctly to the pump¿s settings. Investigation was unable to duplicate the ¿loss of settings after reboot¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.